Event description:
It was reported that the right ventricular lead threshold was high. It was also reported that the right atrial lead impedance had a slight downward trend and there was a recent false atrial fibrillation (af) episode recorded with low amplitude p waves. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk was reviewed and no anomalies were found.